Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited low intrinsic r-wave measurements and a low out of range shock impedance measurement of zero ohms. All subsequent shock impedance measurements were noted to be stable and within normal limits. It was noted that the patient was implanted with a ventricular assist device on the date the out of range measurement occurred. Boston scientific technical services (ts) discussed the possibility of electromagnetic interference (emi). The physician will continue monitoring. This product remains implanted and in service. No adverse patient effects were reported.